Manufacturer narrative:
Review of the intraoperative system logs found there were no anomalous or unexpected events found during the procedure related to the event. Review of the logs for the subsequent four procedures found the system functioned normally with no intraoperative events or issues observed. The following concomitant products were used during this procedure: sp monopolar cautery instrument, maryland bipolar forceps, 0 degree endoscope, fenestrated bipolar forceps. A site review found that no complaints have been reported for any of the products used. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died following an undefined single port robotic procedure. Although the patient was reported to have post operative bleeding, additional details which may have led to the death and the final cause of death are not reported. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section b2 patient date of death: the patient expired on an unspecified date between (B)(6) 2026 and (B)(6) 2026.

Event description:
It was reported that after a da vinci-assisted single-port unspecified ¿head and neck¿ surgical procedure, the patient developed a postoperative hemorrhage and ultimately expired. The surgeon informed the intuitive clinical sales representative that the robotic procedure was completed without any intraoperative complications; however, the patient developed post-operative complications due to unspecified bleeding from the non-specific procedure. No additional event information was provided. The surgeon stated that the adverse event ¿had nothing to do with the da vinci sp system¿. Attempts to obtain additional information from the surgeon were made; however, no response was received.